Event description:
Customer reported an ma sensor failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration and re-greased the candlestick connectors. System operates as intended.